Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient stated they first became aware of the meter issue, around dinner time on (B)(6) 2018, reporting that they had obtained an alleged inaccurately high blood glucose result of ¿350 mg/dl¿ on the subject meter compared to ¿130 mg/dl on a laboratory device. The tests were performed greater than 30 minutes of each other. The csr noted that the patient was unable to confirm how they managed their diabetes, but stated that after the meter issue began, she developed symptoms of ¿shaky¿, in response to these symptoms, she drank some water and went to the hospital at 10pm. The patient stated that a blood test was taken, then she was sent home with no other treatment. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples, replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.